Manufacturer narrative:
The product was implanted and not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-00888; 3005168196-2019-00889; 3005168196-2019-00890; 3005168196-2019-00891; 3005168196-2019-00892.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm in the right posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance three smart coils out of their introducer sheaths and into a non-penumbra microcatheter; therefore, they were removed. It was reported that the physician attempted to advance one of the smart coils out of its introducer sheath on the back table, but it was unsuccessful. Next, the physician felt resistance while advancing three other smart coils through the microcatheter; however, the smart coils were able to be successfully implanted into the aneurysm. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.